Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of labeling, manufacturing records, and sensitivity panel testing. The customer observed a potential (B)(6) result when using architect (B)(6), lot number 70196li00. No patient samples were available for return. A review of complaints determined that there is normal complaint activity and no trends for lot 70196li00. (B)(6) testing was performed on a retained kit of lot number 70196li00 with (B)(6) panels (zeptometrix (B)(6) panels (B)(6)). The panel results were compared to architect (B)(6) test results provided by zeptometrix. Reagent lot 70196li00 detected the same bleeds as (B)(6) with comparable s/co values for the (B)(6) panels. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is sufficiently addressed in the (B)(6) package insert and the architect operations manual. A malfunction was identified as the customer observed discrepant results between different (B)(6) methods, however, a deficiency was not identified as panel testing shows that the (B)(6) performance of the lot is acceptable.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer stated that during routine testing of a blood donor on (B)(6) 2017, the architect anti hcv was (B)(6) compared to another method. The results provided were: da vinci quattro murex anti hcv = (B)(6). Sample was retested on (B)(6) 2017 murex = (B)(6) / new sample on (B)(6) 2017 murex = (B)(6) / architect = (B)(6). The (B)(6) 2017 sample was sent for pcr testing and the interpretation = low positive and confirmatory testing by inno-lia hcv = negative. There was no additional donor information provided. There was no reported impact to donor management.